Manufacturer narrative:
The tandem t:slim g4 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels ranged from 420 -551 mg/dl with high level of ketones. On (B)(6) 2016, the customer was admitted into the hospital and received an intravenous (IV) treatment, changed the supplies on the pump and delivered a bolus. Reportedly, the customer alleged that the reason for the hospitalization was due to the pump; however, the customer had not received any alerts or alarms and the pump was delivering insulin successfully. System check with tandem technical support showed that the pump was performing as intended. However, the cartridge uses humalog and is changed every 3-4 days. Additionally, the customer reported filling the cartridge with 300 units of insulin. Recommendation was made to load less than 300 units to avoid overfilling the cartridge. During the time of the call, the customer reported bg level was in target range and the issue was resolved with no permanent damage to the customer. Review of data logbook by tandem technical support showed that the customer suspended insulin delivery from (B)(6) 2016 which may have been the cause of the elevated bg level. Multiple attempts were made to follow up with the customer; however, no further information was provided on the event.